Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) regarding peritonitis in a (B)(6) female homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, the patient was hospitalized for peritonitis. A peritoneal effluent culture and analysis were performed the same day, prior to the initiation of antibiotic therapy. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient began treatment for the peritonitis with cefaprozone and oflaxacin, both of which had continued at the time of this report. As of the time of this report, the patient remained hospitalized. The outcome of the peritonitis was unknown. Pd therapy continued. On (B)(6) 2010 follow-up information was obtained from the baxter employed nurse. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2010 treatment with cefaprozone and oflaxacin was stopped. On an unreported date, the event of peritonitis resolved. The nurse believed the event of peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.